Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2014) is considered to be a best estimate. This emdr represents the bard/davol phasix mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventrio st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio st mesh (device #1). Per operative notes, "the hernia sac was removed. A ventrio st mesh (device #1) was placed and sutured." (B)(6) 2014 - patient was diagnosed with infected mesh and adhesions thereby underwent open repair with the implant of phasix mesh (device #2) and removal of mesh (device #1). Per operative notes, "the mesh (device #1) was removed. A phasix mesh (device #2) was placed in a overlay reinforcement of primary closure and tacked." (B)(6) 2014 - patient was diagnosed with right costal margin abscess thereby underwent drainage of abscess, purulent discharge and removal of mesh (device #2). Per operative notes, "a small fluid collection was encountered, prolene sutures were identified and removed. The phasix mesh was removed." (B)(6) 2016 - patient underwent abdominal scar revision, removal of suture granuloma and closure of wound.